Manufacturer narrative:
Failure analysis noted that the pump had button error alarm due to corroded keypad traces. The pump had a scratched display window and cracked display window corner. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 235 mg/dl at the time of incident. The insulin pump was returned for analysis.